Event description:
Knee joint effusion [joint effusion]. Synovial fluid was very inflammatory (unspecified) [inflammation]. Case description: spontaneous report was received on (B)(4) 2011 from a physician regarding a pt, initials unk. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one, 6 ml injection. On an unspecified date, the pt experienced knee point effusion. Arthrocentesis was performed and synovial fluid was found to be inflammatory and sterile. No crystals were detected. On an unspecified date, the pt initiated treatment with altim (cortivazol) injection. The effusion persisted for around days. The action taken with synvisc one was not provided. The pt's outcome for both the events was resolved. Relevant concomitant medications were not provided. The intensity for both the events was not provided.

Manufacturer narrative:
Additional info was received on (B)(4) 2011 in the form of qa (quality assurance) results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.